Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and a high number of short v-v intervals due to electromagnetic interference on the device. The device remains in use. No patient complications have been reported as a result of this event.